Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the right atrial lead into the pulse generators header. After multiple attempts the lead could be inserted with the use of silicone oil. The procedure was successfully concluded and the patient would be monitored.

Manufacturer narrative:
(B)(4).